Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.